Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent was severely stretched and damaged along its length so that the distal end of the stent was located over the distal markerband and the proximal end of the stent was located proximal to the proximal markerband. It was noted that the stent was free moving on the balloon. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon however crimp markings were evident on exposed proximal portion of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile and the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient and stent damage occurred. A 2.75x24 synergy drug eluting stent was selected to treat the lesion. However, during unpacking, the stent was visually observed to have dislodged from the balloon and that the stent struts were frayed throughout the entire length of the stent. The procedure was completed with another 2.75x24 synergy drug eluting stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient and stent damage occurred. A 2.75x24 synergy¿ drug eluting stent was selected to treat the lesion. However, during unpacking, the stent was visually observed to have dislodged from the balloon and that the stent struts were frayed throughout the entire length of the stent. The procedure was completed with another 2.75x24 synergy¿ drug eluting stent. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.